Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known if there was a delay in the start of the pre-cleaning, it is not known if the air/water nozzle was flushed with air and water, it is not known if the nozzle is cleaned with lint-free cloths/brushes/sponges and it is not known if the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: due to clogging of the nozzle, the water supply and removal volume did not meet the standard value; the adhesive on the bending section cover had a crack; the connecting tube had a wrinkle; the suction cylinder was shaved; the light guide lens had discoloration; due to dirt on the objective lens, there was a lack of image on the monitor. The following components were peeled: adhesive around objective lens, paint on suction cylinder and air/water-cylinder, indication on suction connector, and scope cover plate. The following components had a scratch: scope connector case unit, flexibility adjustment ring, forceps elevator lever and knob, upward/downward and right/left knobs, protector of universal cord on suction connector side and control section side, switch box, scope cover, switch 1, suction connector, universal cord, grip, control unit, connecting tube, plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lusera colonovideoscope had poor air supply. The issue was found during a diagnostic procedure that was completed with the device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.